Manufacturer narrative:
Block b3: exact date unknown, event likely occurred six months ago. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain at the implantable pulse generator (ipg) site, attributed to the device being originally positioned in close proximity to the spine. As a result, the ipg was replaced. A plasma cautery device was used during the replacement procedure. Postoperatively, the patient is reported to be recovering well.